Event description:
It was reported that prior to starting a da vinci si surgical procedure, it was noted that black housing was torn, it was identified during set up, the thoracic grasper instrument was not used in case. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the main insulation tube appeared to have scratches and gouge marks, with materials removed at the distal end. Engineering concluded that damage was likely due to mishandling. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments.